Event description:
It was reported that (1) lcsc5 and (1) hpo52 were used during a laparoscopic nissen fundoplication procedure. It was reported by the representative that the lcsc5 functioned during most of the procedure. During final phase of operation, the lcsc5 produced a solid tone and would not function. The lcsc5 was determined to be the source of problem. A new lcsc5 was opened and it functioned fine. The procedure was completed with no complications. There was no consequence to pt.